Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge change error messages occurred when the user attempted to load multiple new cartridges. The user¿s blood glucose level was 110 mg/dl. Reportedly, the user reverted to manual injections for insulin therapy.